Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-03-24, information was received from a consumer regarding unknown patients who were receiving unknown medications via an implantable pump for an unknown indications. The reporter noted hearing of people who have had kinks in their catheters. No patient symptoms were reported. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.